Manufacturer narrative:
Additional patient codes: (B)(4) inflammation, (B)(4) pain, (B)(4) obstruction, (B)(4) erosion, (B)(4) (appropriate term/code not available) is being used for ¿mesh had contracted [significantly] (15 x 19 post-implant vs. 11 x 3.5 post explant)¿; "kinking of the intestine and this appeared to be the lead point for his possible bowel obstruction¿; (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral incisional hernia repair on (B)(6) 2011 whereby a gore dualmesh® plus biomaterial was implanted. The following was reported: ¿patient suffered pain and [incarcerated] hernia at mesh repair and underwent open surgical repair on (B)(6) 2013. The mesh had contracted [significantly] (15 x 19 post-implant vs. 11 x 3.5 post explant). The mesh was removed [as] best as able and the wound was closed with intention for future repair. On (B)(6) 2014, the patient underwent another open surgical repair. A piece of the gore mesh was found to be still in place and adhered to the bowel and causing "kinking of the intestine and this appeared to be the lead point for his possible bowel obstruction." The bowel was run and two area with [significant] scarring and mesh adhesions were noted and had to be resected. Actual procedure time was 2:40. Repair was made with parietex mesh.¿ it was reported the patient alleges the following product deficiencies: severe foreign body response/inflammation, contraction, erosion, and adhesions. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 8/1/2011, including records detailing the origin of the incisional hernia and gastric bypass procedure, were not provided. Records dated 8/1/2011 state the patient ¿has a history of open gastric bypass and has a large ventral incisional hernia. This is fully reducible and measures approximately 10 x 10 cm , in a periumbilical and upper abdominal location.¿ operative records dated (B)(6) 2011 state the patient underwent repair of the ¿supraumbilical ventral incisional hernia with multiple fascial defects. He presents for repair.¿ the records state: ¿a vertical incision was made above the umbilicus. Dissection was carried down with identification of multiple hernia sacs. Abdominal cavity and intraperitoneal hernia sacs were connected. Superior hernia sac with transverse colon with care made to avoid injury to the colon or other viscus. Omental adhesions were taken down with cautery and blunt dissection. Then, two additional smaller defects were noted near the umbilicus, and these were all joined. Approximately six separate hernia defects were used to make one large defect . The subcutaneous tissue was trimmed circumferentially with cautery back from the fascial edge. The undersurface of the fascia/peritoneum was cleaned of any adhesions.¿ the (B)(6) 2011 operative report states: ¿gore tex dualmesh was then selected and measured. This was secured with horizontal mattress #1 prolene sutures circumferentially with excellent mesh placement. Remaining hernia sac was then secured to the fascia with interrupted 0 vicryl suture to prevent mesh exposure to the subcutaneous tissue...¿ the records confirm a gore dualmesh® plus biomaterial (1dlmcp04/7312062) was implanted during the procedure. Records dated (B)(6) 2011 indicates a CT was performed for ¿question hilar mass on recent chest x-ray.¿ findings of the upper abdomen state: ¿1. Evidence of prior surgery at the esophagogastric junction most likely representing a ¿gastric wrap.¿ 2. The gallbladder is not identified and appears to have been surgically removed. 3. Exophytic cyst of the upper pole of the left kidney is seen laterally. 4. There is fatty involution of the pancreas. 5. Note is also made of eventration of the anterior aspect of the right hemidiaphragm.¿ records between 12/19/2011 and 8/4/2013 were not provided. Operative records dated (B)(6) 2013 state the patient underwent ¿exploratory laparotomy with reduction of incarcerated incisional hernia and removal of mesh and hernia sac.¿ indications state: ¿the patient is a 60-year-old male who presented to the emergency room this afternoon with a complaint of severe pain in his left abdomen that began about 11 a.m. This date. He has a known hernia and presents with marked pain a very firm nonreducible mass in that area and presents for emergency surgery.¿ the (B)(6) 2013 operative report states: ¿incision was made over pre-existing scar in the midline and dissection was carried down through subcutaneous fat around the umbilicus and below the umbilicus for a short distance. The bulging hernia was just to the left of the midline and extended 13 cm to the left of the midline . Subcutaneous tissues were then carefully dissected and an entry point was identified into the abdominal cavity. This incision was extended and this actually revealed the presence of the previous mesh and the peritoneum. In order to reduce the hernia it was necessary to incise the mesh and this was incised in the midline in its entire length.¿ the (B)(6) 2013 operative records continue: ¿bowel was noted tracking into the hernia defect and upon lysing an adjacent adhesion the incarcerated bowel was readily reduced into the abdominal cavity. On initial inspection, there were areas of ischemia on the small bowel, but no foul odor was noted in the abdomen and no bloody fluid was present. The small bowel of concern was treated with warm moistened lap sponge and attention was turned to the abdominal cavity. Around 18 inches of small bowel had been incarcerated in the defect.¿ the (B)(6) 2013 records state: ¿it was decided to remove the existing mesh . This defect and the location of the new hernia, which extends much to the left of the midline, created a large defect. Suitable hernia prosthetic is not available for repair. The hernia will have to be repaired at a future surgery. The existing mesh and large hernia sac along with previous suture were all excised. Attention was returned to the small bowel and its appearance had improved significantly and at this point in time appears entirely viable. The bowel was returned to the abdominal cavity and the significant subcutaneous defect created by the hernia defect to the left of the midline was closed in order to prevent a bowel re-incarcerating in this area. Subcutaneous tissue was sutured to the edge of the hernia defect. This was accomplished with 2-0 vicryl. This did not address the fascia defect.¿ the (B)(6) 2013 records continue: ¿attempts were then made to close some tissue over the bowel for its protection. Tissues in the midline were approximated using #1 vicryl in an interrupted figure-of-eight fashion. This had the appearance of muscular fascia, but it was obvious that this is not a hernia repair as a large bulge was apparent when the patient coughed upon extubation. The skin incision was then closed with skin staples.¿ findings from the (B)(6) 2013 operative report states: ¿this patient had a midline incision that had re-herniated to the left of the midline and small bowel was firmly incarcerated in this. When the small bowel was reduced, it was found to be ischemic in areas but over time pinked up nicely and there was no concern for its viability at the conclusion of the case. The size of the defect to the left of the midline was about 7 cm in greatest dimension. The existing hernia prosthetic was removed, which was gore tex dual mesh leaving the abdominal wall defect unrepaired. There was minimal amount of omentum present and this was not sufficient to cover the small intestine. Formal hernia repair will have to be conducted at a future date.¿ according to the complaint information provided, it was noted that during the (B)(6) 2013 ¿the mesh had contracted [significantly] (15 x 19 post-implant vs. 11 x 3.5 post explant).¿ the records provided for the (B)(6) 2013 do not provide details regarding this finding. A pathology report dated (B)(6) 2013 regarding a specimen collected (B)(6) 2013 states: ¿specimen: hernia sac and mesh. Clinical information: incarcerated ventral hernia. Diagnosis: hernia sac and foreign material: dense fibrous connective tissue lined by mesothelium with mild chronic inflammation and reactive mesothelial hyperplasia, compatible with hernia sac. Foreign material compatible with mesh.¿ ¿gross description: the specimen is received in formalin¿and consists of two pieces of thick yellow-tan foreign material compatible with mesh that are 10 x 3 x less than 0.1 cm and 11 x 3.5 x less than 0.1 cm. These pieces of mesh are partially covered by tough fibrofatty tissue. In addition, there is a third portion of fibrofatty tissue that is 7 x 4 x 1 cm.¿ a discharge summary dated (B)(6) 2013 states: ¿this 60-year-old american indian male was admitted through the emergency room complaining of a hernia. This is in the left upper quadrant of the abdomen. Patient has had a previous hernia repair in this area and is status post open bariatric surgery for morbid obesity. The pain began rather suddenly and severely in the morning of admission and presented with a nonreducible mass, which was very tender. Eating seemed to aggravate the pain and vomiting occurred and was responsible for increased abdominal pain as well. There has been no diarrhea or other bowel changes. Past medical history reveals the history of morbid obesity. He has lost significant weight since then. Chronic musculoskeletal pain since then. The patient is a cigarette smoker.¿ the (B)(6) 2013 discharge summary states: ¿the patient¿s postoperative course was slow but smooth and uncomplicated. He did have some serosanguineous drainage and was covered with clindamycin for this. An abdominal binder was placed. The patient was able to resume a diet, had some loose stools, and was ambulatory. The incisional drainage stopped spontaneously. Initial leukocytosis returned to normal and it was felt the patient could be discharged in satisfactory condition.¿ consultation notes dated (B)(6) 2013 state the patient ¿is a 61-year-old male who has a complicated past surgical history. This initially started when he underwent a gastric bypass in 1990. He subsequently developed a ventral hernia, which was repaired in (B)(6) on (B)(6) 2011. The patient did well for 2 years ; however, had a recurrence of his ventral hernia and on (B)(6) 2013 and he presented with an incarcerated and strangulated ventral hernia in lander, wyoming and underwent an exploratory laparotomy with resection of his previously placed gore-tex mesh. At that time, no bowel resection was necessary; they were not comfortable fixing the defect and closed the defect with overlying skin. He now presents with a large ventral hernia at the site of his previous repair. He continues to complain of bilateral lower quadrant pain. He is still to be able to work: however, this is getting progressively more difficult. The pain is worse with any activity. It is worse with working and lifting. He reports he is not able to carry his granddaughter due to the pain. This is impacting his work. He denies any nausea or vomiting and continues to have regular bowel movements, 2 to 3 per day.¿ the (B)(6) 2013 consultation notes state: ¿at this time, we have significant concerns about his baseline medical conditions. He continues to smoke and we will advise him to stop smoking for at least a month prior to the surgery. The patient also presented with a blood pressure of 169/94 and therefore he will follow up with his primary care physician for evaluation of hypertension. We will also plan on obtaining a cbc and a cmp to evaluate his iron deficiency anemia as well as his baseline liver function as he has a significant history of alcohol use. We will discuss with his primary care physician by obtaining a hemoglobin a 1 c to evaluate for a possible diabetes and optimal glucose control prior to surgery.¿ records dated (B)(6) 2014 state a CT of the abdomen and pelvis were performed for an indication of abdominal pain. Findings state: ¿there is a large ventral hernia identified with the hernia sac opening measuring 15 cm in craniocaudal dimensions by 13 cm in transverse dimensions. This contains multiple loops of small bowel as well as the transverse colon. There is associated small bowel obstruction with dilatation of loops of small bowel proximal to the hernia measuring 4.3 cm in diameter. There is question of mild small bowel thickening within loops within the hernia sac. This raises the question of possible incarceration of the hernia. Surgical evaluation is suggested.¿ an abdominal x-ray also performed (B)(6) 2014 states: ¿there is gaseous distention of loops of small bowel within the mid abdomen measuring 4.3 cm in diameter. This raises the possibility of small bowel structure. No obvious air fluid levels identified however examination is somewhat limited due to patient¿s body habitus. Surgical clips noted left upper quadrant from previous gastric bypass.¿ discharge summary records dated (B)(6) 2014 state the patient was admitted for ¿¿significant abdominal pain on (B)(6) 2014. Exam and x-rays were consistent with a partial small bowel obstruction. There was no evidence of incarcerated hernia at the time of admission. He was admitted because of the possibility of an early small bowel obstruction secondary to intra-abdominal adhesions. He was kept on bowel rest. He was hydrated with intravenous fluids and pain was controlled with intravenous morphine. The following morning, his condition had improved to the point where he passed gas, and nausea resolved, & his appetite had returned. He was begun on a diet. Serial abdominal examinations reveal his abdomen to be soft and nontender and nondistended. His laboratory reports had returned to normal. He was able to have a bowel movement.¿ ¿impression: the patient is stable, status post resolution of partial small bowel obstruction. Possible incarcerated hernia which had resolved at time of admission.¿ operative records dated (B)(6) 2014 state the patient underwent: ¿1. Exploratory laparotomy. 2. Generation of left and right rectus myofascial advancement flaps. 3. Abdominal wall reconstruction with bilateral rectus myofascial advancement flaps and parietex mesh. 4. Excision of ischemic at-risk abdominal wall skin. 5. Generation of superior and inferiorly based adipocutaneous skin flaps. 6. Adjacent tissue transfer closure of abdominal wall defect, 12 cm x 20 cm, with superior and inferiorly based adipocutaneous skin flaps. 7. Small bowel resection with primary anastomosis.¿ postoperative diagnosis states: ¿recurrent incisional hernia.¿ indications for the (B)(6) 2014 procedure state: ¿the patient is a 61-year-old gentleman who has undergone an open gastric bypass and a cholecystectomy in 1990. He developed an incisional hernia and in 2011 was taken to the operating room where a ptfe incisional hernia repair was undertaken. He developed a recurrence from this hernia and in august of 2013, this recurrence became incarcerated and he required emergent exploration where his mesh was excised and his hernia reduced. Unfortunately, his hernia could not be repaired at that time and he required skin closure over the top of the viscera. He recovered postoperatively from this procedure, but unfortunately in (B)(6) 2014 he developed evidence of a bowel obstruction again. Now, with this recurrent hernia and this small-bowel obstruction, he is a candidate to undergo exploration, lysis of adhesions and repair of this hernia.¿ indications for the (B)(6) 2014 procedure also state: ¿a large recurrent incisional hernia that could not be closed primarily and required a formal abdominal wall reconstruction. He also had skin that was significantly stretched out by his recurrent hernia that once the hernia was taken down was devascularized and at risk for breakdown and for this reason, the skin needed to be excised and adjacent tissue transfer was necessary to close his abdomen.¿ the(B)(6) 2014 operative report states: ¿a mid line incision was made around his umbilicus. The underlying subcutaneous tissues were divided with electrocautery and the hernia sac was identified. The sac was incised and the abdomen was entered. The sac was opened superiorly and inferiorly until it entered onto normal abdominal wall fascia. Adhesions to the sac were taken down with electrocautery. On the right side of the abdomen, these adhesions were very easy to deal with. On the left side of the abdomen, there was a loop of bowel that was significantly looped and kinked in the hernia sac. Scalpel dissection was utilized to dissect this loop of bowel free. On inspection of this loop of bowel, it was noted that there was a small piece of mesh present on the bowel and this was causing kinking of the intestine and this appeared to be the lead point for his possible bowel obstruction .¿ the (B)(6) 2014 records state: ¿the remainder of the anterior abdominal wall adhesions were taken down. The small bowel was then run from the ligament of treitz to the ileocecal valve and the only adhesions that were present were those to the hernia sac. On inspection of this region of the bowel, there were 2 areas that were potentially responsible for his bowel obstruction. Both of these were significantly scarred and were not amenable to lysis of adhesions. A decision was made to excise this segment of bowel and perform a primary anastomosis. The healthy bowel proximal and distal to this scarred area of bowel was identified and transected with a gia stapler. The mesentery was taken down with clamps and ties. The small bowel was then encircled with laparotomy pads to control any spillage that may occur.¿ the (B)(6) 2014 records continue: ¿the staple lines were then grasped with allis clamps at their antimesenteric borders and these stapled corners were removed. 3-0 vicryl stay sutures were placed and a gia stapler was passed down each limb of the bowel and brought together and fired creating a side-to-side functional end-to-end anastomosis. The stapler was removed. The combined enterotomy was closed with a ta60 stapler. Of note, there was no spillage of any small bowel contents during this portion of the procedure, and all of these instruments were protected and removed from the operating field after completion of the anastomosis. The mesenteric defect was closed with a running 2-0 vicryl suture. The bowel was then returned back to the abdomen. Gowns and gloves were changed.¿ the (B)(6) 2014 report states: ¿attention was then turned to managing this patient's abdominal wall defect. The skin and subcutaneous tissues were elevated off of the rectus muscles bilaterally and with this maneuver, the rectus muscles were somewhat mobile towards the midline but still would not be able to be closed without significant tension. For this reason, a decision was made to proceed with a standard abdominal wall reconstruction. The skin was mobilized further laterally on to the external oblique fascia. The external oblique fascia was then incised superiorly and inferiorly up to the costal margin and down to the inferior aspect of the hernia. The underlying lateral internal oblique muscle was separated from the external oblique fascia, creating the sliding myofascial advancement flaps. These flaps then came together relatively easy in the midline.¿ the (B)(6) 2014 records continue: ¿the linear defect was then measured and this was approximately 7 inches. A 6-inch x 8-inch piece of mesh was then brought to the operating field. The upper and lower portions of the midline incision were closed with running #1 pds suture. The mesh was then implanted by first placing superior and inferior transfascial sutures underneath the initially closed mid line fascia. These sutures were tied down. The lateral aspects of the mesh were then trimmed to size and then interrupted #1 transfascial pds sutures were placed on the left hand side and tied down immediately. On the right hand side, these transfascial sutures were placed, but were all clamped. Towel clamps were then used to bring the midline fascia together and these right-sided sutures were tied down to complete the mesh implantation. The midline fascia was then closed with a running #1 pds suture, and this completed the abdominal fascial reconstruction.¿ the (B)(6) 2014 report states: ¿attention was then turned to the skin, even though a vertical incision was made in the skin, it appeared that this would close easier with a horizontal closure. The skin was also noted to be significantly thinned and at risk for breakdown secondary to vascular insufficiency and so, an ellipse was planned horizontally around the skin. This horizontal ellipse was incised and the underlying subcutaneous tissues were divided with electrocautery and all of this at-risk skin was resected. Superior and inferiorly based adipocutaneous skin flaps were then generated at the level of the anterior abdominal wall. Two #19 round blake drains were brought underneath these skin flaps. The skin flaps were then brought together with interrupted 2-0 vicryl deep dermal sutures followed by surgical clips on the skin. The drains were fixed into place with 2-0 nylon suture. A negative pressure wound therapy dressing was placed over the closed incision.¿ the records indicate a parietex mesh (non-gore device) was implanted during the procedure. A pathology report dated (B)(6) 2014 regarding specimens collected (B)(6) 2014 states: ¿diagnosis: small bowel, resection: - ileum with focal serosal strictures. No evidence of malignancy.¿ ¿gross description: received in a container filled with formalin is a single specimen labeled¿"small bowel", and consists of an unoriented segment of small bowel (18.0 cm in length, linear circumference range 2.9 to 5.2 cm) and is closed at each end with a single staple line. The serosal surface is pink-tan and glistening with multiple adhesions causing distortion to the small bowel architecture. An attached mesentery runs along the entire length of the bowel (23. S cm) and extends from the serosal surface 1. 8 to s. 0 cm and is 1.1 cm thick. The antimesenteric site is notable for a red-brown, indurated, shaggy, fibrous tissue consistent with adhesion to abdominal wall. Specimen is opened to reveal shinny [sic], pink-tan, wrinkled mucosa with multiple foci of luminal narrowing along the bowel segment. However the bowel appears patent. Overlying the areas of luminal narrowing are fibrotic strictures on the serosal surface. There are associated luminal branches that appear to be lined with pink-tan, wrinkled mucosa and end in bland pouches. No additional mass or lesion is identified .¿ records dated (B)(6) 2014 state the patient was seen for follow up ¿¿[status post] abdominal wall reconstruction with component separation, parietex underlay, and adjacent tissue transfer flaps and small bowel resection, recovering well postop. Bowel function returning.¿ ¿abdomen: soft nontender, non distended, incision c/d/I with no erythema. Jp drains with serosanguinous fluid.¿ records dated (B)(6) 2014 state the patient was seen for follow up. ¿[patient] returns after undergoing [small bowel resection/abdominal wall reconstruction/bilateral myofascial flaps]/parietex/[adjacent tissue transfer] on (B)(6). Overall feeling ok, though still having post-op pain. Not more than would be expected at this point in his recovery. Denies fevers, chills, wound drainage or redness. Has drain log, both drains< 20 ml. Tolerating diet, having normal bowel function.¿ ¿abdomen: wound cdi, no drainage noted. Drains are serous, removed, staples removed. No fluid collections or acute recurrence noted.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6), md. History & physical. Pt has h/o open gastric bypass and has a large ventral incisional hernia. Fully reducible and measures approximately 10 x 10 cm, in a periumbilical and upper abdominal location. Plan: surgical repair scheduled for on (B)(6) 2011. On (B)(6) 2013: (B)(6). Ed physician documentation. C/o hernia. Presents w/ abdominal pain luq. Began today at 11:00. Symptoms do not radiate. Described as constant, stabbing, steady. Alleviated by nothing. Aggravated by food, vomiting. Pain severe, unchanged. Admits vomiting. Denies constipation, diarrhea, fever, vomiting blood. Experienced similar episodes in the past, but today¿s symptoms are worse, more painful. Had ventral hernia repair in the past. Last ate about 08:00. Smokes 1 ppd. Abdomen/ gi: moderate distention in luq, c/w incarcerated hernia. Hard & very tender, non-reducible & about 10 cm in diameter. Bowel sounds diminished. Severe abdominal tenderness over hernia w/ palpation. Dx: incarcerated hernia. On (B)(6) 2013: (B)(6), do. History & physical. Abdomen: long scar, firm, irregular [illegible] , 13 cm in diameter to left midline. Plan: surgery asap. On (B)(6) 2013: (B)(6), do. Histology/cytology. Accession#: rs13-494. Clinical hx & impression: incarcerated ventral hernia. Specimen source: mesh and hernia sac. Tests required: routine surgical pathology. On (B)(6) 2013: (B)(6) hospital. Patient assessment report-discharge. Instructions: up as tolerated; no heavy lifting 8 weeks; regular diet. Use abdominal binder, maintain dressing, remove for showering. F/u w/ dr. (B)(6). Comment: reinforced dressing w/ 4x4z and abd. Pad. 07:30 on (B)(6), reinforcement still dci. On (B)(6) 2013: dressing w/ large amt. Bloody drainage present. On (B)(6) 2014: (B)(6). History & physical. Cc: abdominal pain. H/o known recurrent incisional ventral hernia pending definitive repair. Woke up this morning w/ dull ache in center of abdomen. Pain progressive. Denies vomiting, ate lunch. Had bowel movement this morning. Denies hematochezia, melena or hematemesis. Pmh: morbid obesity. Psh: incarcerated hernia necessitating mesh removal this past summer. 2 ppd smoker. Has been weaning down to 1 ppd and attempting to quit prior to elective hernia repair which is scheduled for next month. Abdomen: soft, nontender. Large ventral hernia which is reducible. No inguinal or femoral hernias. CT scan shows large ventral hernia containing both small & large bowel. Impression: symptomatic ventral hernia. Concerns: 1) small bowel obstruction due to adhesions. 2) possible hernia which earlier today was incarcerated and has now reduced. Admit overnight for observation. Make sure he is not presenting w/ early small bowel obstruction from adhesions. On (B)(6) 2014: (B)(6). Progress note. Gi exam: no hernias noted. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1901: additional surgery. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 1750, 1932, 1994, 2035, 2422, 2061, 3191: other being used for ¿mesh had contracted [significantly] (15 x 19 post-implant vs. 11 x 3.5 post explant)¿; "kinking of the intestine and this appeared to be the lead point for his possible bowel obstruction, were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span april 27, 2011 through august 16, 2016 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from december 10, 2011 through august 4, 2013 were not provided. Patient information: medical history: ¿ obesity: (B)(6) 2011: bmi: 32.3; (B)(6) 2011: 239 lbs., bmi 33.8; (B)(6) 2011: 248.4 lbs., bmi 35.1; (B)(6) 2013: 238.2., bmi 33.6; (B)(6) 2014: 232 lbs., bmi 32.4; (B)(6) 2014: 242.8 lbs., bmi 34.3. Smoker: (B)(6) 2011: 1 ppd [pack per day] x 12 years. (B)(6) 2011: ¼ ppd. (B)(6) 2013: 1 ppd. (B)(6) 2014: ¿quit smoking 5 days ago¿. Hypertension. Gastroesophageal reflux disease [gerd]. Hyperglycemia. Surgical procedures: 1990: gastric bypass and cholecystectomy. (B)(6) 2011: ventral incisional hernia repair with gore-tex mesh. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2013: exploratory laparotomy with reduction of incarcerated incisional hernia and removal of mesh and hernia sac (B)(6) 2014: exploratory laparotomy. Generation of left and right rectus myofascial advancement flaps. Abdominal wall reconstruction with bilateral rectus myofascial advancement flaps and parietex mesh. Excision of ischemic at-risk abdominal wall skin. Generation of superior and inferiorly based adipocutaneous skin flaps. Adjacent tissue transfer closure of abdominal wall defect, 12 cm x 20 cm, with superior and inferiorly based adipocutaneous skin flaps. Small bowel resection with primary anastomosis. Relevant medical information: (B)(6) 2011: ¿still having problems with abdomen and pain, needs hernia belt.¿ . Implant preoperative complaints: (B)(6) 2011: ¿has a history of open gastric bypass and has a large ventral incisional hernia. This is fully reducible and measures approximately 10 x 10 cm, in a periumbilical and upper abdominal location.¿. (B)(6) 2011: ¿59-year-old male with a history of open gastric bypass in the distant past. He has a supraumbilical ventral incisional hernia with multiple defects.¿. Implant procedure: ventral incisional hernia repair with gore-tex mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/7312062, 15cm x 19cm x 1mm thick, oval]. Implant date: (B)(6) 2011 . Description of hernia being treated: ¿a vertical incision was made above the umbilicus. Dissection was carried down with identification of multiple hernia sacs. Abdominal cavity and intraperitoneal hernia sacs were connected. Superior hernia sac with transverse colon with care made to avoid injury to the colon or other viscus. Omental adhesions were taken down with cautery and blunt dissection. Then, two additional smaller defects were noted near the umbilicus, and these were all joined. Approximately six separate hernia defects were used to make one large defect. The subcutaneous tissue was trimmed circumferentially with cautery back from the fascial edge. The undersurface of the fascia/peritoneum was cleaned of any adhesions.¿ ¿ implant size and fixation: ¿gore tex dualmesh was then selected and measured. This was secured with horizontal mattress #1 prolene sutures circumferentially with excellent mesh placement. Remaining hernia sac was then secured to the fascia with interrupted 0 vicryl suture to prevent mesh exposure to the subcutaneous tissue... Layered closure with deep, interrupted 2.0 chromic followed by subcuticular 4.0 chromic for the skin. Widely spaced, interrupted 3.0 ethilon. Dermabond and dressing were applied.¿. Relevant medical information: (B)(6) 2011: ¿pain and swelling left knee, moved refrigerator yesterday morning and felt pains yesterday afternoon. Knee pain and swelling since yesterday, carried in water heater...¿. (B)(6) 2011: ¿renew pain meds, knee hurts, had hernia surgery a month ago, still sore, lifting some, no vomiting or fever. Abdomen; no significant tenderness on palpation, sutures healing, steri strips still there, no redness or drainage.¿ . (B)(6) 2011: CT chest. ¿visualized upper abdomen. 1. Evidence of prior surgery at the esophagogastric junction most likely representing a ¿gastric wrap.¿ 2. The gallbladder is not identified and appears to have been surgically removed. 3. Exophytic cyst of the upper pole of the left kidney is seen laterally. 4. There is fatty involution of the pancreas. 5. Note is also made of eventration of the anterior aspect of the right hemidiaphragm.¿ . Medical records from december 20, 2011 through august 3, 2013 were not provided. Explant #1 preoperative complaints: (B)(6) 2013: ¿c/o [complaining of] hernia. Presents w/ abdominal pain luq [left upper quadrant]. Began today at 11:00. Symptoms do not radiate. Described as constant, stabbing, steady. Alleviated by nothing. Aggravated by food, vomiting. Pain severe, unchanged. Admits vomiting. Experienced similar episodes in the past, but today¿s symptoms are worse, more painful. Had ventral hernia repair in the past. Abdomen/ gi: moderate distention in luq, c/w [consistent with] incarcerated hernia. Hard & very tender, non-reducible & about 10 cm in diameter. Bowel sounds diminished. Severe abdominal tenderness over hernia w/ palpation. Dx: incarcerated hernia.¿ . Explant #1 procedure: exploratory laparotomy with reduction of incarcerated incisional hernia and removal of mesh and hernia sac. Explant #1 date: (B)(6) 2013 [hospitalization dates (B)(6) 2013]. ¿incision was made over pre-existing scar in the midline and dissection was carried down through subcutaneous fat around the umbilicus and below the umbilicus for a short distance. The bulging hernia was just to the left of the midline and extended 13 cm to the left of the midline. Subcutaneous tissues were then carefully dissected and an entry point was identified into the abdominal cavity. This incision was extended and this actually revealed the presence of the previous mesh and the peritoneum. In order to reduce the hernia, it was necessary to incise the mesh and this was incised in the midline in its entire length. Bowel was noted tracking into the hernia defect and upon lysing an adjacent adhesion the incarcerated bowel was readily reduced into the abdominal cavity. On initial inspection, there were areas of ischemia on the small bowel, but no foul odor was noted in the abdomen and no bloody fluid was present. The small bowel of concern was treated with warm moistened lap sponge and attention was turned to the abdominal cavity. Around 18 inches of small bowel had been incarcerated in the defect. It was decided to remove the existing mesh. This defect and the location of the new hernia, which extends much to the left of the midline, created a large defect. Suitable hernia prosthetic is not available for repair. The hernia will have to be repaired at a future surgery. The existing mesh and large hernia sac along with previous suture were all excised. Attention was returned to the small bowel and its appearance had improved significantly and at this point in time appears entirely viable. The bowel was returned to the abdominal cavity and the significant subcutaneous defect created by the hernia defect to the left of the midline was closed in order to prevent a bowel re-incarcerating in this area. Subcutaneous tissue was sutured to the edge of the hernia defect. This was accomplished with 2-0 vicryl. This did not address the fascia defect. Attempts were then made to close some tissue over the bowel for its protection. Tissues in the midline were approximated using #1 vicryl in an interrupted figure-of-eight fashion. This had the appearance of muscular fascia, but it was obvious that this is not a hernia repair as a large bulge was apparent when the patient coughed upon extubation. The skin incision was then closed with skin staples.¿ . Findings. ¿this patient had a midline incision that had re-herniated to the left of the midline and small bowel was firmly incarcerated in this. When the small bowel was reduced, it was found to be ischemic in areas but over time pinked up nicely and there was no concern for its viability at the conclusion of the case. The size of the defect to the left of the midline was about 7 cm in greatest dimension. The existing hernia prosthetic was removed, which was gore tex dual mesh leaving the abdominal wall defect unrepaired. There was minimal amount of omentum present and this was not sufficient to cover the small intestine. Formal hernia repair will have to be conducted at a future date.¿ . ? (B)(6) 2013: pathology. ¿specimen: hernia sac and mesh... Diagnosis: hernia sac and foreign material: dense fibrous connective tissue lined by mesothelium with mild chronic inflammation and reactive mesothelial hyperplasia, compatible with hernia sac. Foreign material compatible with mesh. Gross description: the specimen is received in formalin¿and consists of two pieces of thick yellow-tan foreign material compatible with mesh that are 10 x 3 x less than 0.1 cm and 11 x 3.5 x less than 0.1 cm. These pieces of mesh are partially covered by tough fibrofatty tissue. In addition, there is a third portion of fibrofatty tissue that is 7 x 4 x 1 cm.¿. ? (B)(6) 2013¿ discharge summary. ¿the patient¿s postoperative course was slow but smooth and uncomplicated. He did have some serosanguineous drainage and was covered with clindamycin for this. An abdominal binder was placed. The patient was able to resume a diet, had some loose stools, and was ambulatory. The incisional drainage stopped spontaneously. Initial leukocytosis returned to normal and it was felt the patient could be discharged in satisfactory condition.¿. Relevant medical information: (B)(6) 2013: ¿here to follow up on hernia surgery, wanting it looked at. Had emergency surgery with dr. Xx 08/04 but still needs mesh place [sic], gets some pains in abdomen. Working as janitor and lifting light trash bags. Examination: abdomen; very large ventral hernia, wound looks ok, little reddish along scar but looks more reactive/inflammatory, doesn¿t look infected.¿. (B)(6) 2013: ¿states stomach has been really hurting, the only thing holding his gut is the band. Still hasn¿t had the surgery to fix the hernia, needs referral approved, pain meds help, sharp pains, having bowel movements ok. Examination: abdomen soft, little tender, more on right mid/upper abdomen. Impression: hernia of unspecified site without mention of obstruction or gangrene, status post-surgery.¿. (B)(6) 2013: ¿complains of same pain in abdomen he usually has, needs new abdominal support for hernia.¿. (B)(6) 2013: consultation. ¿61-year-old male who has a complicated past surgical history. This initially started when he underwent a gastric bypass in 1990. He subsequently developed a ventral hernia, which was repaired in (B)(6) on (B)(6) 2011. The patient did well for 2 years; however, had a recurrence of his ventral hernia and on (B)(6) 2013 [(B)(6) 2013] he presented with an incarcerated and strangulated ventral hernia in (B)(6) and underwent an exploratory laparotomy with resection of his previously placed gore-tex mesh. At that time, no bowel resection was necessary; they were not comfortable fixing the defect and closed the defect with overlying skin. He now presents with a large ventral hernia at the site of his previous repair. He continues to complain of bilateral lower quadrant pain. He is still to be able to work: however, this is getting progressively more difficult. The pain is worse with any activity. It is worse with working and lifting. He reports he is not able to carry his granddaughter due to the pain. This is impacting his work. He denies any nausea or vomiting and continues to have regular bowel movements, 2 to 3 per day. At this time, we have significant concerns about his baseline medical conditions. He continues to smoke and we will advise him to stop smoking for at least a month prior to the surgery. The patient also presented with a blood pressure of 169/94 and therefore he will follow up with his primary care physician for evaluation of hypertension. We will also plan on obtaining a cbc and a cmp to evaluate his iron deficiency anemia as well as his baseline liver function as he has a significant history of alcohol use. We will discuss with his primary care physician by obtaining a hemoglobin a 1c to evaluate for a possible diabetes and optimal glucose control prior to surgery.¿. ¿ (B)(6) 2014: ¿pre-operative examination, hyperglycemia. Plan: hga1c borderline, ok for hernia surgery...¿. Inpatient hospitalization [hospitalization dates (B)(6) 2014] ? (B)(6) 2014: ¿cc [chief complaint]: abdominal pain... Woke up this morning w/ dull ache in center of abdomen. Pain progressive. Denies vomiting, ate lunch. Had bowel movement this morning. Pmh: morbid obesity. Psh: incarcerated hernia necessitating mesh removal this past summer. 2 ppd smoker. Has been weaning down to 1 ppd and attempting to quit prior to elective hernia repair which is scheduled for next month. Abdomen: large ventral hernia which is reducible. No inguinal or femoral hernias. CT scan shows large ventral hernia containing both small & large bowel. Impression: symptomatic ventral hernia. Concerns: 1) small bowel obstruction due to adhesions. 2) possible hernia which earlier today was incarcerated and has now reduced. Admit overnight for observation. Make sure he is not presenting w/ early small bowel obstruction from adhesions.¿. ? (B)(6) 2014: CT abdomen/pelvis. ¿there is a large ventral hernia identified with the hernia sac opening measuring 15 cm in craniocaudal dimensions by 13 cm in transverse dimensions. This contains multiple loops of small bowel as well as the transverse colon. There is associated small bowel obstruction with dilatation of loops of small bowel proximal to the hernia measuring 4.3 cm in diameter. There is question of mild small bowel thickening within loops within the hernia sac. This raises the question of possible incarceration of the hernia. Surgical evaluation is suggested.¿. ? (B)(6) 2014: discharge summary. ¿exam and x-rays were consistent with a partial small bowel obstruction. There was no evidence of incarcerated hernia at the time of admission. He was admitted because of the possibility of an early small bowel obstruction secondary to intra-abdominal adhesions. He was kept on bowel rest. He was hydrated with intravenous fluids and pain was controlled with intravenous morphine. The following morning, his condition had improved... Impression: the patient is stable, status post resolution of partial small bowel obstruction. Possible incarcerated hernia which had resolved at time of admission.¿. ¿ inpatient hospitalization. ? (B)(6) 2014: operative indications. ¿now, with this recurrent hernia and this small-bowel obstruction, he is a candidate to undergo exploration, lysis of adhesions and repair of this hernia. A large recurrent incisional hernia that could not be closed primarily and required a formal abdominal wall reconstruction. He also had skin that was significantly stretched out by his recurrent hernia that once the hernia was taken down was devascularized and at risk for breakdown and for this reason, the skin needed to be excised and adjacent tissue transfer was necessary to close his abdomen.¿ ? (B)(6) 2014: exploratory laparotomy. Generation of left and right rectus myofascial advancement flaps. Abdominal wall reconstruction with bilateral rectus myofascial advancement flaps and parietex mesh. Excision of ischemic at-risk abdominal wall skin. Generation of superior and inferiorly based adipocutaneous skin flaps. Adjacent tissue transfer closure of abdominal wall defect, 12 cm x 20 cm, with superior and inferiorly based adipocutaneous skin flaps. Small bowel resection with primary anastomosis. A mid line incision was made around his umbilicus. The underlying subcutaneous tissues were divided with electrocautery and the hernia sac was identified. The sac was incised and the abdomen was entered. The sac was opened superiorly and inferiorly until it entered onto normal abdominal wall fascia. Adhesions to the sac were taken down with electrocautery. On the right side of the abdomen, these adhesions were very easy to deal with. On the left side of the abdomen, there was a loop of bowel that was significantly looped and kinked in the hernia sac. Scalpel dissection was utilized to dissect this loop of bowel free. On inspection of this loop of bowel, it was noted that there was a small piece of mesh present on the bowel and this was causing kinking of the intestine and this appeared to be the lead point for his possible bowel obstruction. The remainder of the anterior abdominal wall adhesions were taken down. The small bowel was then run from the ligament of treitz to the ileocecal valve and the only adhesions that were present were those to the hernia sac. On inspection of this region of the bowel, there were 2 areas that were potentially responsible for his bowel obstruction. Both of these were significantly scarred and were not amenable to lysis of adhesions. A decision was made to excise this segment of bowel and perform a primary anastomosis. The healthy bowel proximal and distal to this scarred area of bowel was identified and transected with a gia stapler. The mesentery was taken down with clamps and ties. The small bowel was then encircled with laparotomy pads to control any spillage that may occur. Attention was then turned to managing this patient's abdominal wall defect. The skin and subcutaneous tissues were elevated off of the rectus muscles bilaterally and with this maneuver, the rectus muscles were somewhat mobile towards the midline but still would not be able to be closed without significant tension. For this reason, a decision was made to proceed with a standard abdominal wall reconstruction. The skin was mobilized further laterally on to the external oblique fascia. The external oblique fascia was then incised superiorly and inferiorly up to the costal margin and down to the inferior aspect of the hernia. The underlying lateral internal oblique muscle was separated from the external oblique fascia, creating the sliding myofascial advancement flaps. These flaps then came together relatively easy in the midline. ¿the linear defect was then measured and this was approximately 7 inches. A 6-inch x 8-inch piece of mesh was then brought to the operating field. The upper and lower portions of the midline incision were closed with running #1 pds suture. The mesh was then implanted by first placing superior and inferior transfascial sutures underneath the initially closed mid line fascia. These sutures were tied down. The lateral aspects of the mesh were then trimmed to size and then interrupted #1 transfascial pds sutures were placed on the left-hand side and tied down immediately. On the right-hand side, these transfascial sutures were placed, but were all clamped. Towel clamps were then used to bring the midline fascia together and these right-sided sutures were tied down to complete the mesh implantation. The midline fascia was then closed with a running #1 pds suture, and this completed the abdominal fascial reconstruction. ¿attention was then turned to the skin. Even though a vertical incision was made in the skin, it appeared that this would close easier with a horizontal closure. The skin was also noted to be significantly thinned and at risk for breakdown secondary to vascular insufficiency and so, an ellipse was planned horizontally around the skin. This horizontal ellipse was incised and the underlying subcutaneous tissues were divided with electrocautery and all of this at-risk skin was resected. Superior and inferiorly based adipocutaneous skin flaps were then generated at the level of the anterior abdominal wall. Two #19 round blake drains were brought underneath these skin flaps. The skin flaps were then brought together with interrupted 2-0 vicryl deep dermal sutures followed by surgical clips on the skin. The drains were fixed into place with 2-0 nylon suture. A negative pressure wound therapy dressing was placed over the closed incision.¿. (B)(6) 2014: pathology: ¿diagnosis: small bowel, resection: - ileum with focal serosal strictures. ¿ no evidence of malignancy.¿ ¿gross description: received in a container filled with formalin is a single specimen labeled¿"small bowel", and consists of an unoriented segment of small bowel (18.0 cm in length, linear circumference range 2.9 to 5.2 cm) and is closed at each end with a single staple line. The serosal surface is pink-tan and glistening with multiple adhesions causing distortion to the small bowel architecture. An attached mesentery runs along the entire length of the bowel (23. S cm) and extends from the serosal surface 1. 8 to s. 0 cm and is 1.1 cm thick. The antimesenteric site is notable for a red-brown, indurated, shaggy, fibrous tissue consistent with adhesion to abdominal wall. Specimen is opened to reveal shinny [sic], pink-tan, wrinkled mucosa with multiple foci of luminal narrowing along the bowel segment. However, the bowel appears patent. Overlying the areas of luminal narrowing are fibrotic strictures on the serosal surface. There are associated luminal branches that appear to be lined with pink-tan, wrinkled mucosa and end in bland pouches. No additional mass or lesion is identified.¿. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7312062. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6) health center. (B)(6) , md. Office visit. Still having problems with abdomen and pain, needs hernia belt. Plan: belt. On (B)(6) 2011: (B)(6) health center. (B)(6) , md. Office visit. Here for follow up on hernia. Wanting to check on getting ventral hernia repaired. Was approved to get done in october but was told day before he went in that it actually wasn¿t approved so didn¿t get done. Abdomen; large ventral hernia protruding. Plan: will resubmit for hernia repair. On (B)(6) 2011: (B)(6) health center. (B)(6) , md. Office visit. Pain and swelling left knee, moved refrigerator yesterday morning and felt pains yesterday afternoon. Knee pain and swelling since yesterday, carried in water heater but didn¿t twist it or anything. Also sore throat and cough too, no fever. On (B)(6) 2011: (B)(6) health center. (B)(6) , md. Office visit. Renew pain meds, knee hurts, had hernia surgery a month ago, still sore, lifting some, no vomiting or fever. Weight 239.00. Abdomen; no significant tenderness on palpation, sutures healing, steri strips still there, no redness or drainage. Plan: renew pain meds. No lifting over 10 lbs for another month. On (B)(6) 2011: (B)(6) health center. (B)(6) , md. Office visit. Here for med refill and cough for about a month. Medication for cough didn¿t seem to work, has been taking cough syrup. Continues to cough, coughing up phlegm, was on ceftin. Does smoke, down to ¼ pack per day, does have some reflux too, takes tums. Weight 248.40. Plan: stop smoking, defers patch or gum. Treat with zithromax. On (B)(6) 2013: (B)(6) health center. (B)(6) , md. Office visit. Here to follow up on hernia surgery, wanting it looked at. Had emergency surgery with dr. (B)(6) (B)(6) but still needs mesh place [sic], gets some pains in abdomen. Working as janitor and lifting light trash bags. Examination: abdomen; very large ventral hernia, wound looks ok, little reddish along scar but looks more reactive/inflammatory, doesn¿t look infected. On (B)(6) 2013: (B)(6) health center. (B)(6) , md. Office visit. States stomach has been really hurting, the only thing holding his gut is the band. Still hasn¿t had the surgery to fix the hernia, needs referral approved, pain meds help, sharp pains, having bowel movements ok. Examination: weight 238.20, abdomen soft, little tender, more on right mid/upper abdomen. Impression: hernia of unspecified site without mention of obstruction or gangrene, status post surgery. Plan: continue pain meds as needed. On (B)(6) 2013: (B)(6) health center. (B)(6) , md. Office visit. Complains of same pain in abdomen he usually has, needs new abdominal support for hernia. Addendum: abdomen soft, little tender mid abdomen on palpation, has binder on. On (B)(6) 2014: (B)(6) health center. (B)(6) , md. Office visit. Here for pre-op for hernia surgery. Quit smoking 5 days ago. Knee hurts, needs more pain meds. Weight 237. Impression: pre-operative examination, hyperglycemia. Plan: hga1c borderline, ok for hernia surgery, refilled pain meds. On (B)(6) 2014: (B)(6) health center. (B)(6) , md. Office visit. Was seen at (B)(6) emergency room (B)(6) 2014 for partial small bowel obstruction. Was in hospital overnight, he says a small part was incarcerated. Weight 242.80. Abdominal binder on. Will get records to see if can get hernia surgery with dr. (B)(6) sooner than end of month. Addendum: 3 weeks not smoking. Called; patient last seen in december and needed follow up, will send records to them and they will call him to reschedule appointment to follow up. On (B)(6) 2014: (B)(6) radiology department. (B)(6) , md. Radiology ¿ abdomen flat and upright. Indication: fever, chills, leukocytosis. Findings: kub [kidney, ureters, bladder, and upright: 4 views. Bowel clips are present within the left upper quadrant. The bowel gas pattern is unremarkable. No extraluminal gas is identified. Prominent degenerative changes are present within the lumbar spine. Impression: no evidence of bowel obstruction or perforation. On (B)(6) 2016: (B)(6) health center. (B)(6) , fnp. Office visit. Lower abdominal pain, goes to back. Started after work, hurts to sit or lay down. X-ray, no kidney stone, large stool noted. Impression: strain of abdominal muscle. Constipation. Plan: heat to area. Increase fiber, plenty of fluids. On (B)(6) 2016: (B)(6) health center. (B)(6) , fnp. Office visit. Right upper and lower quadrant pain x 1 week. Diarrhea x 2 days, denies nausea, vomiting. Exam: abdomen; soft, tender along right upper quadrant/epigastric area. X-ray positive increased stool gas pattern. Impression: abdominal pain. Plan: return if no improvement. Magnesium citrate and mylicon teaching. On (B)(6) 2016: (B)(6) health center. (B)(6) , md. Office visit. Severe mid abdominal pain, couldn¿t sleep last night, feels like did when had to have surgery for obstruction. Complains of bloating, pain, loose bowel movement this morning, no vomiting. On morphine for chronic pain, was out of pain meds last night. Weight 223, bmi 32. Exam: abdomen; bowel sounds normal, no masses, mild lower quadrant tenderness. Wbc 12.1. Impression: abdominal pain, acute urinary tract infection, chronic pain. Plan: ceftin, imodium. On (B)(6) 2016: (B)(6) radiology department. (B)(6) , md. Radiology ¿ abdomen flat and upright. Indication: abdominal pain since last night. Findings: some mildly dilated loops of small bowel are seen in the mid abdomen and left upper quadrant. A few air-fluid levels are identified. The bowel is otherwise unremarkable in appearance with no masses or ectopic calcifications identified. Surgical clips are seen in the left upper quadrant. Impression: nonspecific bowel gas pattern. Some mildly dilated loops of small bowel in the mid and left upper abdominal region are noted. Early obstruction cannot be excluded, and clinical correlation is suggested. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.